Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information and assisted the caller with resetting the pump after the caller's pump screen was frozen and unresponsive.